Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The surgeon used one repair stitch because the patient was bleeding. No other patient complications were reported.